Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature does not rise. The low-temperature alarm sounds. The fault occurred while checking before in use with the patient. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received. Per visual inspection, no abnormality related to the reported event was confirmed on the product's appearance. Per functional testing, the reported event was not confirmed/duplicated. The equipment worked properly. The cause is unknown because the event does not occur again. The device passed all functional and performance tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken as the complaint could not be confirmed/duplicated.